Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company to report an adverse event and a product complaint (pc), concerned a (B)(6) male patient (as reported). Medical history included bad eye vision and not good kidney function. Concomitant medications were not provided. The patient received human insulin (rdna origin) injections (humulin r) via reusable pen (humapen unknown), subcutaneously three times a day, 15 units in the morning, 12 to 13 units at noon and 10 to 12 units at night, for treatment of diabetes mellitus. Start date was not provided (reported as taken over ten years). Approximately in 2007, sometime after beginning human insulin treatment, he was hospitalized due to high blood glucose (no values or units provided). Treating physician asked him to start using human insulin isophane suspension(rdna origin) injections (humulin n) via reusable pen (humapen unknown), subcutaneously 5 to 6 units before sleep, for treatment of diabetes mellitus. He was discharged on unknown date. Further details regarding hospitalization were not provided. After patient was discharged, he could not control blood glucose. Human insulin and human insulin isophane suspension dose was adjusted according to blood glucose. It was also reported that he was a fragile diabetic and sometimes in the morning, the fasting blood glucose was over 20 and blood glucose during 11 pm- 2 am at night was 1-2 (no units provided). The event of blood glucose decreased (1-2) was considered serious due to medical significant reasons. Approximately since (B)(6) 2017, he did not inject human insulin or human insulin isophane suspension for a few days due to humapen breakdown ((B)(4), lot unknown). On the night of (B)(6) 2017, he was thirsty and vomited after drinking water. On (B)(6) 2017, his blood glucose was high: fasting blood glucose was over 30 (no units provided). He was hospitalized on that day and received unspecified infusion due to ketone acidosis. On the morning of (B)(6) 2017, patient was hospitalized (unknown if he was already discharged from the hospitalization the day before) due to vomiting after eating. He remained hospitalized by (B)(6) 2017. Outcome for all the events was not recovered. It was also reported that he received a transfusion as corrective treatment (specific drug name was unknown). Human insulin and human insulin isophane suspension treatment status was ongoing. The user of the humapen was unknown and his/her training status was not provided. The humapen model duration of use was not provided and the suspect humapen duration of use was not provided. The action taken with the suspect humapen was unknown and its return status was unknown. The reporting consumer did not know if the events were related to human insulin or human insulin isophane suspension. Update 15-may-2017: (B)(4) was received on 09-may-2017 from rcp. Updated narrative accordingly. No other changes performed. Update 18-may-2017: additional information received from the initial reporter via psp on 16-may-2017. Updated narrative in order to state new information regarding corrective treatment. No further changes were made.

Manufacturer narrative:
Narrative field; new updated and corrected information is referenced within the update statements in describe event or problem.   No further follow up is planned. Evaluation summary : a male patient reported that the cartridge holder of his humapen (unspecified device, obtained about 10 years ago) was cracked and he was unable to inject his insulin. The patient experienced increased blood glucose levels, diabetic ketoacidosis, and decreased blood glucose levels. The device was not returned to the manufacturer for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. The patient indicated the device was received about 10 years ago; therefore, the duration of use was approximately 10 years. While the device type was unspecified, it is likely a humapen ergo ii based on the device description provided by the patient and having received the device in 2007. The user manual states the humapen ergo ii has been designed to be used for up to 3 years after first use. There is evidence of improper use. The patient used the device beyond its approved use life. It is unknown if this is relevant to the events of increased blood glucose levels, diabetic ketoacidosis, and decreased blood glucose levels.

Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company to report an adverse event and a product complaint (pc), concerned a (B)(6) male patient (as reported). Medical history included bad eye vision and not good kidney function. Concomitant medications were not provided. The patient received human insulin (rdna origin) injections (humulin r) via reusable pen (humapen ergo ii), subcutaneously three times a day, 15 units in the morning, 12 to 13 units at noon and 10 to 12 units at night, for treatment of diabetes mellitus. Start date was not provided (reported as taken over ten years). Approximately in 2007, sometime after beginning human insulin treatment, he was hospitalized due to high blood glucose (no values or units provided). Treating physician asked him to start using human insulin isophane suspension(rdna origin) injections (humulin n) via reusable pen humapen ergo ii subcutaneously 5 to 6 units before sleep, for treatment of diabetes mellitus. He was discharged on unknown date. Further details regarding hospitalization were not provided. After patient was discharged, he could not control blood glucose. Human insulin and human insulin isophane suspension dose was adjusted according to blood glucose. It was also reported that he was a fragile diabetic and sometimes in the morning, the fasting blood glucose was over 20 and blood glucose during 11 pm- 2 am at night was 1-2 (no units provided). The event of blood glucose decreased (1-2) was considered serious due to medical significant reasons. Approximately since (B)(6) 2017, he did not inject human insulin or human insulin isophane suspension for a few days due to humapen ergo ii breakdown ((B)(4), lot unknown). On the night of (B)(6) 2017, he was thirsty and vomited after drinking water. On (B)(6) 2017, his blood glucose was high: fasting blood glucose was over 30 (no units provided). He was hospitalized on that day and received unspecified infusion due to ketone acidosis. On the morning of (B)(6) 2017, patient was hospitalized (unknown if he was already discharged from the hospitalization the day before) due to vomiting after eating. He remained hospitalized by (B)(6) 2017. Outcome for all the events was not recovered. It was also reported that he received a transfusion as corrective treatment (specific drug name was unknown). Human insulin and human insulin isophane suspension treatment status was ongoing. The user of the humapen ergo ii was unknown and his/her training status was not provided. The humapen ergo ii model duration of use was not provided and the suspect humapen ergo ii duration of use was approximately ten years. The humapen ergo ii was not returned to the manufacturer. The reporting consumer did not know if the events were related to human insulin or human insulin isophane suspension. Update 15-may-2017: (B)(4) was received on 09-may-2017 from rcp. Updated narrative accordingly. No other changes performed. Update 18-may-2017: additional information received from the initial reporter via psp on 16-may-2017. Updated narrative in order to state new information regarding corrective treatment. No further changes were made. Update 02jun2017: additional information received on 30may2017 from the global product complaint database. Entered device specific safety summary (dsss). Recoded the suspect device from a humapen unknown device to a humapen ergo ii. Updated the medwatch fields with device information, the european and canadian (EU/ca) device information, improper use and storage from no to yes. Corresponding fields and narrative updated accordingly.